Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
The following information was received by baxter (B)(4) and is a spontaneous report from a consumer in (B)(6) of infection, pain in peritoneal cavity and solution was cloudy in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had an infection, pain in the peritoneal cavity, and his peritoneal cavity solution was very cloudy. That same day, the patient was hospitalized due to the events. Treatment was not reported. The action taken with dianeal was not reported. At the time of the report, the patient was recovering from the events. Concomitant therapy was not reported. An opinion of causality was not reported. The consumer declined to allow attempts at follow-up with a health care profession (hcp) for additional information. No further information was requested.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd890418 and gd888123 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.